Manufacturer narrative:
The product was returned and evaluated. It was found that the tip passed the flow test, leak test, and thermistor test. The tip failed visual inspection as dielectric breakdown was observed. No functional testing was done due to the dielectric breakdown and the tip being out of reps. The investigation found stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causes arcing and subsequent burn-through of the flex circuit membrane. Based on the available information, burns and redness that occur during treatment were most likely caused by damage on the tip membrane. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. Thermage cpt system technical user¿s manual instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. According to thermage cpt system technical user¿s manual (p009240-06 rev a) burns and redness are a known possible reaction to thermage cpt treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. The data logs were also reviewed and based on the evaluation of the data, the handpiece and the system performed as expected. Errors were found during the review of the datalogs. Failure to maintain constant force until the tone ends (until the end of the post cool state) can result in an unsafe condition. Error indicates a recoverable problem that requires operator intervention. If the error occurs during a radiofrequency treatment, the radiofrequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record.

Event description:
A user facility reported to the distributor that while the doctor was performing a thermage treatment, at about 840 reps, there was a wheal on the patient''s left cheek and smelled burning. The doctor re-inspected the tip but nothing was noted. The doctor finished the treatment and noticed there was some erythema (like a scratch) on the patient''s left cheek. The doctor used burn ointment immediately and asked the patient to use a growth factor gel and repair product at home. This case was assessed by the medical reviewer and determined not to be serious. The distributor¿s engineer noted the edge of the treatment tip was broken when he collected the adverse event information. The product was then returned and examined with a finding of dielectric breakdown on the tip membrane making this case a reportable malfunction.